Manufacturer narrative:
Additional information: resistance was not noted during withdrawal of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, the stent was unable to cross the lesion. The lesion being treated was mildly tortuous, moderately calcified in the mid left anterior descending (lad) artery. The device was inspected prior to use with no issues. The lesion was pre-dilated and was pre-treated with a laser. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. After failing to cross the lesion the stent was taken out undeployed. The lesion was further treated with balloon angioplasty before inserting the stent again, when it was noted that the balloon/catheter appeared damaged. It was also stated that the stent had damage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned for analysis. A kink was evident to the hypo-tube. The stent had displaced distally on the balloon and was not positioned on the balloon between the marker bands as per specifications. The distal stent wraps were positioned over the distal marker band. The stent was not positioned against the proximal pillow as per specification. Deformation was evident to the distal stent wraps with struts raised. Deformation was evident to the distal tip. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.